Event description:
Machine indicated that the width of the uterus was an inadequate measurement. Unknown what the measurement was, but another device (same manufacturer) was used to complete procedure. No pt harm.